Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left and right side frame are cracked.

Manufacturer narrative:
Additional/updated information was added to reflect the left and right side frames being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing/weld was broken at the bottom rear of both side frames. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the back cane and lower sidebar was broken on both side frames. However, the underlying cause could not be determined.

Event description:
The provider states the left and right side frame are cracked.